Event description:
Philips received a complaint on the dfm100 indicating that external paddle cannot be detected. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Fse performed tests. Based on the information available and the testing conducted, the cause of the reported problem was defective external paddle. The reported problem was confirmed. The device was operational after replacement of external paddle was completed.